Event description:
The following was reported to davol by the pt: it was alleged that in (B)(6) 2010, the pt was implanted with a bard/davol ck patch to repair a ventral hernia. The pt alleges that five days postoperatively, he went to see his md for follow up, and when he laid down on the table, he coughed and the mesh came loose. The pt reports that he underwent explant of the ck patch on an unspecified date. Pt reports he has had infection and liver abscesses since the time of the mesh implant/explant. Pt states he has never had liver problems until the mesh was put in.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Medical records have not been provided to date. We have contacted the initial reporter to request additional information including but not limited to, implant/explant operative reports, relevant medical history/pre-existing conditions, and any relevant tests with dates and laboratory data. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. The pt alleges the device came free and he experienced an infection. Infection is a known possible adverse event listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." This MDR includes all pt, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.